Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6146712. During manufacture of this lot number, (B)(4) samples were activated by separation of inserter, separation of the rubber stopper and separation from prn. No values out of specification were found and no problems during activation were observed. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related to the assembly process. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd could not confirm this as a manufacturing related issue. Without a sample an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device did not sheath properly when the nurse pulled it back following catheter placement, resulting in a needle stick injury. The source patient had lab work.